Manufacturer narrative:
(B)(4). The customer support engineer (cse) verified the malfunction and replaced the oxygen (o2) sensor. The unit then passed all testing.

Event description:
This complaint was identified as reportable through a retrospective complaint review. It was reported that during patient use, a ventilator experienced an oxygen sensor malfunction. The patient was not harmed as a result of the event.